Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to pair a new transmitter occurred. Data was provided for evaluation and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, a transmitter failure was found in connection to the reported allegation. The reported event of an alert to pair a new transmitter is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.